Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) and optical signal issue has been completed. Based on the device analysis and data log the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc.

Event description:
The complainant reported an automated impella controller (aic) had an alarm indicating a controller error. The aorta placement signal and left ventricle placement signal were not displayed. The alarm was muted and the left ventricle metrics appeared. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.